Event description:
A 54-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2025, novocure was informed that the patient experienced skin irritation, inflammation, and a cyst on the back of her head. The healthcare provider (hcp) prescribed unspecified antibiotics and a corticosteroid. As a result, optune gio therapy was temporarily discontinued. On (B)(6) 2025, the patient's spouse reported, the patient was started on a 5- day course of oral cephalexin to address the skin irritation. On (B)(6) 2025, novocure became aware that the patient consulted a dermatologist, who diagnosed an allergy to the adhesive used on the mesh component of the transducer arrays. The patient was advised to take over-the-counter antihistamine (cetirizine). Attempts to contact the prescribing physician for further details were made, but no response was received.

Manufacturer narrative:
Novocure opinion is that the contribution of the transducer arrays to the hypersensitivity that required medical intervention cannot be ruled out. Hypersensitivity is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Use of optune therapy is contraindicated in patients with sensitivity to conductive hydrogels. Per the IFU, skin contact with the gel used with the optune therapy system may commonly cause increased redness and itching, and rarely may even lead to severe allergic reactions.